Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the pump history, pump sensor history, and pump diagnostic trace files using thump however, the pump detailed trace did not fully download (unfinished) after multiple attempts. No fatal alarms or multiple critical error handling alarms are found in the available downloaded trace and history files however, the 0x45 (bootloader error log) indicates a main rf test failure triggered the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the pcba 2, motor, or force sensor however, moisture damage was found on pcba 1 (located near the rf circuit and piezo speaker). A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, stained serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Critical pump error (open book image) alarm and main rf test failure (za170000c - no current code) is confirmed due to moisture damage on the pcba 1 of the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. It was found that the pump had other critical pump error. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.